Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: component code (annex g). Event description: as reported, the open/close mechanism on the handle of an ngage nitinol stone extractor, "stuck" when pushing. The issue was discovered while performing a functional check on the device, prior to patient contact. A new basket was used to complete the procedure. There was no impact to the patient. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ngage nitinol stone extractor was returned in an open pouch with its shipping tray. The yellow support sheath was observed to be discolored in one location, indicating the support sheath was damaged, and prevented the basket from functioning during use. The handle was able to actuate basket formation. A review of the device history record found no confirmed, related non-conformances to the reported failure mode. A review of complaint history records shows four other complaints associated with the complaint device lot. All devices are inspected for damage and functionality during manufacturing and quality control checks. There is no indication from the investigation of the devices from the lot that there was a possible issue that affected all the devices from the lot. Because there were no confirmed related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, it was concluded that there was not enough evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps important: excessive force could damage device. The returned device was found to have a basket that would open and close when the handle was functioned. It is likely the basket did not function properly during use, but functioned normally during lab testing, due to the different conditions the device experienced between the two environments. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device; however, no information is known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Address: (B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the open/close mechanism on the handle of an ngage nitinol stone extractor, "stuck" when pushing. The issue was discovered while performing a functional check on the device, prior to patient contact. A new basket was used to complete the procedure. There was no impact to the patient.